Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and confirmed that the inspiratory module and all the connections were seated properly. The se replaced the gas supply sensor and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient a 980 ventilator generated a no o2 (oxygen) supply message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.